Event description:
The customer reported that the device was failing the fails pads/paddles ECG test segment of the user initiated operational check. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device was failing the fails pads/paddles ECG test segment of the user initiated operational check. There was no report of pt involvement. The unit was evaluated at philips and the malfunction was confirmed. Philips resolved this issue by replacing the power pca.